Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following the intraocular lens (iol) implantation the patient was unable to see at all distances and had poor vision. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that iol calculation/iol implant were not accurate to achieve good vision. The patient was not hospitalized for the event and there was no harm to the patient. The lens was exchanged in a secondary procedure for a different diopter of the same model.